Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 3 of 3; reference MFR. Report: 1627487-2019-05348, reference MFR. Report: 1627487-2019-05655.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-05348, reference MFR. Report: 1627487-2019-05655. Follow up information identified the ipg implant date, lead device information and implant date, and a previously unreported 3386 extension. It has been added as a third reportable device to this record.